Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions besides the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter on the nozzle, tip cover, and actuator body. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 component code (the event associated with actuator -302 is a tier 3 event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained inside the nozzle and plastic distal end cover was not confirmed. The instruction manual states the detection method associated with the event in "evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ and preventative measures in" evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures.¿ the legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. Olympus will continue to monitor field performance for this device.